Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 400 mg/dl. The customer stated that she knows why she had high blood glucose because of the bent cannulas reason switching to sure-t. The customer also stated that she has a bad habit of not checking blood glucose when not on the sensor.